Event description:
The report stated that during a treatment for an endometrial polyp excision, the pt received 1/2 cm, 2nd degree burn. During the procedure, they applied bacitracin ointment. In the pacu, the pt denied having any pain and again at discharge denied having any pain. Physician believes that the blue insulation between the active part of the electrode, and the body of the pencil got hot enough that it burned the pt when it touch them.

Manufacturer narrative:
The electrosurgical pencil has arrived and is under evaluation. When the investigation is complete, a follow-up report will be sent.